Event description:
The account alleged that the track on the stow and go foot section fell off. No injury reported.

Manufacturer narrative:
Parts were ordered, no further info is available on the repair of the bed at this time.